Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon shoulders are slightly unfolded, and blood was found inside of the balloon lumen. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The distal balloon shoulder shows a damage in the shape of a cut over a length of 1 mm. This cut is reaching through the wall of the balloon shoulder, causing the leakage. It seems likely that the cut in the balloon was caused by a hard, sharpedged object pressing against the balloon from the outside. The leakage and the incomplete opening of the balloon most likely contributed to the dislodgement of the stent. The stent was not returned. Review of the product release documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified. It should be noted that the IFU clearly states not to force the passage if resistance is felt.

Event description:
After the implantation of a stent in a lesion (90 percent stenosis degree) in the mildly tortuous lad, a dissection was detected distal to the implanted stent. An orsiro drug-eluting stent system was selected for treatment of this dissection. It was tried to inflate the orsiro, but it could not be expanded. Therefore, it was decided to remove the device, but the stent dislodged from the balloon. It was confirmed by fluoroscopy and ivus that the orsiro stent had dislodged in the middle of the already implanted stent. The dislodged stent was adapted to the vessel wall.